Event description:
It was reported that the calf support handle is not adjusting properly and the leg rest is not secured properly causing the bed to topple over. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the calf support handle is not adjusting properly and the leg rest is not secured properly causing the bed to topple over. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4) - parts sent to customer to perform repair.